Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a correction. Updated fields: b5, h2, h6 and h11. The device was not returned to olympus for inspection, and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, for the reported malfunction no video signal the cause could not be established. The customer contacted tac and reported that the high definition liquid crystal display monitor was not receiving a video signal from the video system center tower. Remote troubleshooting was performed. Tac guided biomed maria amsler to power cycle the zero wire alternating current mains transmitter and receiver by disconnecting them from alternating current mains for approximately 2 minutes, followed by reconnection and completion of the relinking procedure per the zero wire user manual. After performing these steps, the video signal issue was resolved. Troubleshooting successfully addressed the reported allegation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the high-definition liquid crystal display monitor was not receiving image video signal. The issue was found during inspection for use. There were no reports of patient harm.